Manufacturer narrative:
(B)(4). With follow-up investigation it was reported that there was no reported pump stop or loss of power to the pump. The patient tolerated the controller exchange well. There was no reported alarm. Log file analysis revealed multiple low flow alarms preceding the reported event date. These alarms are likely due to the patient's physiology and not due to a device malfunction. There are no log files available covering the reported event date. One controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of an image of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose driveline connector. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is mishandling of the controller or driveline by the user, which likely contributed to the event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that a patient was admitted to the hospital due to dengue fever. The ventricle assist device (vad) coordinator noticed that the patients' controller had "a string tied around with patient saying 'to keep the driveline cover in place.'" Upon closer inspection, the vad coordinator discovered the driveline connection "port has dislodged." It was reported that the controller was swapped out. There was no reported consequence or impact to the patient related to this event. There is no additional information provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. From the information for use (IFU): do not disconnect the driveline or power sources from the controller while cleaning it or the pump will stop. If this happens, reconnect the driveline to the controller as soon as possible to restart the pump. Product has not been returned.